Event description:
It was reported following a diagnostic coronary angiogram and femoral angiogram, which revealed thrombus proximal to the puncture site, an angio-seal device was deployed to seal the arteriotomy site. Following deployment, pulses were absent; the pt underwent a surgical thrombectomy. The pt reportedly recovered with no further complications. Upon closer review of the femoral angiogram, the physician felt the pt was not a good candidate to receive the angio-seal device because he noted a "questionable area" at the puncture site.